Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular - rv lead exhibited high capture threshold. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.